Event description:
It was reported the patient had sharp burning pain at the stimulator site in the right abdomen. There was no device deficiency noted. X-ray showed there was no lead movement and the stimulator was intact. No action had been taken but it was noted they would schedule device repositioning and replacement. The event was noted as ongoing and related to the device or therapy and not related to the procedure.

Manufacturer narrative:
Concomitant: product ID 37081-60, serial# (B)(4), product type extension. Product ID 37081-60, serial# (B)(4), product type extension, (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was explanted during system modification. It was noted that the implantable neurostimulator (ins) was explanted and replaced with a new one. It was noted that the ins was turning off automatically. It was noted that the ins was repositioned from the anterior abdomen to the buttocks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported in (B)(6) 2014 physical examination revealed there was tenderness with palpation and there was slight protrusion and movement of the stimulator. The stimulator and extensions were replaced.

Manufacturer narrative:
Analysis found no anomaly.

Event description:
Additional information reported the patient had a loss of appetite and nausea.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was resolved without sequelae.